Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual and interior inspection. The receiver data log was reviewed and no errors related to the incident were found. However, the device failed global receiver functional testing and the manual sound drop test. The customer complaint was confirmed. The root cause was determined to be a defective speaker assembly.